Event description:
Consumer called to report his wife's hospitalization due to high readings with her meter. Paramedics were called when spouse went into diabetic seizure after administering insulin on high readings.